Event description:
Inflammation [dermal filler reaction] ([face oedema], [skin induration]) case narrative: on 16-feb- 2026, the spanish subsidiary notified teoxane geneva of an adverse event. According to the injector, a patient was injected on (B)(6) 2025 with: 3ml of ultra deep in the cheeks using the bolus technique with a 25g needle (rc/2602028) 2ml of rha 3 in the cheeks using the fanning technique with a 25g cannula (rc/2602029) the patient was also injected on (B)(6) 2025 with 1ml of rha 2 in the perioral area using the fanning technique with a 25g cannula. (Current complaint) approximately 2 months after the injection (on (B)(6) 2026), the patient experienced a severe inflammation with some swelling and induration through the entire face. A course of oral corticosteroid was started (60mg for 2 days, 30mg for 2 days and 15mg for 2 days) and the symptoms improved. But the swelling went back to the baseline one day after the end of the treatment. Considering the severity of the symptoms reported by the injector and the pictures provided, the case was assessed as reportable. The local medical expert was contacted for guidance and recommended the late onset nodules protocol: antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days) corticosteroids (deflazacort 0.5mg/kg weight/day for 5 days - 1mg/kg/day for 11 days - 0.5mg/kg weight/day for 5 days. Gastric protector (omeprazole or pantoprazole) probiotics: 20-30 billion cfu/day for 30 days. Check on the 5th day, hyaluronidase (previous allergy test), inject into nodules between 30-120 iu per nodule (depending on size). At the time of this report the patient's symptoms are being monitored and the investigations are on-going. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe.

Manufacturer narrative:
According to the information received the case seems to be linked to a delayed dermal filler inflammation. Delayed inflammatory reactions that may manifest as swelling and induration throughout the entire face weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Manufacturer narrative:
Delayed inflammatory reactions that may manifest as swelling and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10

Event description:
Inflammation [dermal filler reaction] ([face oedema], [skin induration]). Case narrative: on 16-feb-2026, the spanish subsidiary notified teoxane geneva of an adverse event. According to the injector, a patient was injected on 12-dec-2025 with: - 3ml of ultra deep in the cheeks using the bolus technique with a 25g needle (rc/2602028). - 2ml of rha 3 in the cheeks using the fanning technique with a 25g cannula (rc/2602029). The patient was also injected on (B)(6) 2025 with 1ml of rha 2 in the perioral area using the fanning technique with a 25g cannula (current complaint). Approximately 2 months after the injection (on (B)(6) 2026), the patient experienced a severe inflammation with some swelling and induration through the entire face. A course of oral corticosteroid was started (60mg for 2 days, 30mg for 2 days and 15mg for 2 days) and the symptoms improved. But the swelling went back to the baseline one day after the end of the treatment. Considering the severity of the symptoms reported by the injector and the pictures provided, the case was assessed as reportable. The local medical expert was contacted for guidance and recommended the late onset nodules protocol: - antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days). - corticosteroids (deflazacort 0.5mg/kg weight/day for 5 days - 1mg/kg/day for 11 days - 0.5mg/kg weight/day for 5 days. - gastric protector (omeprazole or pantoprazole). - probiotics: 20-30 billion cfu/day for 30 days. - check on the 5th day, hyaluronidase (previous allergy test), inject into nodules between 30-120 iu per nodule (depending on size). Despite several reminders, no further information could be retrieved. The complaint was considered closed. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe. Of note, the injector submitted direclty this case to the aemps under the report reference ps/rjc/135272.